Manufacturer narrative:
The pump was received with no button response due to a corroded component. No blank display or unexpected vibration was noted during testing. The pump failed the leak test. The pump was leaking from the cracked case near the battery tube. No moisture damage was noted on the keypad traces, motor, or battery tube. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the insulin pump possibly alarmed button error. The customer was unable to confirm the button error alarm because the insulin pump had a blank display. After inserting a new battery a red light and vibration occurred but the display did not return after troubleshooting. The customer went swimming with the insulin pump on. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.